Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified cartridge alarms occurred. The 4th cartridge was successfully loaded to address the event and insulin delivery was resumed. Reportedly, the contact declined troubleshooting with tandem's technical support. There was no reported impact to the customer's blood glucose.